Manufacturer narrative:
Additional information added to the event description to include the augmentation and leak in iab circuit alarms. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was a non-maquet product and was found to be over the catheter by a membrane taper only. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.013cm in length. A leak was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood was observed inside the catheter tubing and the check iab catheter, augmentation, and leak in iab circuit alarms all occurred. The iab was removed and saved to return for evaluation. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood was observed inside the catheter tubing and a check catheter alarm occurred. The iab was removed and saved to return for evaluation. There was no reported injury to the patient.